Event description:
On (B)(6), 2012 the reporter contacted animas to report that on (B)(6), 2012 at 8:00 pm the patient passed out. The patient's blood glucose level was not tested; she was given a glucagon injection by her mother. Afterwards, the patient's blood glucose level was tested to be "in the 40s mg/dl". The patient ate peanut butter crackers and her subsequent blood glucose level was 111 mg/dl. She did not seek any medical attention. Earlier on the day of this event, the patient had eaten dinner and at 5:24 pm taken a bolus dose of 7.0 units insulin for a blood glucose level of 256 mg/dl. The patient reported that her physician had been making adjustments to her settings and that she was very insulin sensitive. Troubleshooting revealed no issues with the infusion set or infusion site, and all pump settings, programming and date/time were correct. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2013 follow-up #1: the device was returned to animas and evaluation was completed by product analysis on (B)(4) 2012 with the following findings: the dates available in the black box are from (B)(4) 2012 to (B)(4) 2012. The black box for the event on (B)(4) 2012 been overwritten due to continued use of the pump and is no long available for review ; unable to duplicate the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. There were no alarms related to the complaint recorded in black box or alarm history, only typical usage was observed. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering accurately and within the required specification. The black box shows evidence of the time and date resetting to default after power on resets on (B)(4) 2012 at 10:19. A visible inspection of the internal battery showed it was leaking. Unrelated to this complaint, the display screen has a pinkish contrast, it is almost unreadable when replaced with a test display. The test screen is fully functional with normal contrast and no visible signs of fading or discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.